Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-12832, 1627487-2021-12833, 1627487-2021-12834, 1627487-2021-12835. It was reported that surgery occurred to explant and replace the system for an unknown reason.